Manufacturer narrative:
The investigation into the aic - pump issue has been completed since the initial report was submitted. The console was returned and tested. The pump receptacle was physically examined, and a piece of plastic debris was located within the pump receptacle. The contamination was physically removed, and the pump was then able to be fully inserted. The root cause was determined to be the contamination within the pump receptacle.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller (aic) stated that the device was defective and to replace the impella cp. A new impella pump was dropped and prepped. Once it was connected to the aic, it was unable to recognize the new impella. The decision was made to replace the aic and once the new aic was connected to the pump, both devices functioned normally.